Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a kink in the locator. When the locator was inserted into the sheath, resistance was felt. When the locator was visually checked, a kink was found in the tip of the locator. The device was not used. Hemostasis was successfully achieved by manual compression. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 6 fr. There was no health damage to the patient.